Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave intermittent out of range signals. Dexcom has issued an rga for patient to return the device to be investigated. At the time of contact with dexcom technical support, patient did not report any medical intervention or injuries.

Event description:
The patient contacted dexcom to report a permanent out of range signal. No injury or medical intervention was needed at this time.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the permanent out of range signal.